Event description:
It has been reported to philips that the azurion system could not image. The device was in clinical use. No patient or user harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the treatment was continued after restart of the device. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not produce images. Fse confirmed that the user restarted the device and after restart, the device was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The instructions for use of both the azurion and allura devices recommend using a system restart per if the device deviates from expected behavior or if there is a system failure. The azurion IFU states: ¿note: if control of the system starts to deviate from its expected behavior, you should restart the system. There are two methods for restarting the system: warm restart: use this method when you are trying to resolve a software-related issue with the system. This is the standard method for restarting the system. Cold restart: use this method when you are trying to resolve a hardware-related issue with the system.¿ the allura IFU provides instruction on regarding a cold restart (switching the system off and then on again) as well as a ¿fast restart¿ which enables the operator to recover from a system failure faster than switching the system off and on again. Clinicians on the pms clinical expert team and igt-s medical and clinical affairs team have concluded the following: if a loss of image occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.